Manufacturer narrative:
Concomitant medical products: product ID: 7424, serial# (B)(4), implanted: (B)(6) 1994, product type: implantable neurostimulator. Product ID: 7441, serial# (B)(4), implanted: (B)(6) 1994, product type: adapter. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1994, product type: lead. Product ID: 7496, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1991, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. (B)(4).

Event description:
It was reported that the patient was having pain in the incision area of the pain stimulator implant which started 4 years prior to this report. The pain stimulator was reported to move around sometimes since 5-6 years prior to this report because his back was messed up from surgeries. Follow-up was performed to determine if any troubleshooting had been done, if the cause was determined, if any intervention had occurred or was planned, and if the patient was receiving effective therapy and had his concerns resolved. This event will be updated if additional information is received. Refer to manufacturer report #6000032-2014-00238.